Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that an intracerebral hemorrhage (ich) was observed (B)(6) 2019. On (B)(6) 2019 it was observed that the size of the ich had increased. The neurosurgery department was consulted and it was advised that intervention was not possible. Anticoagulation was stopped. The patient was transferred to a rehabilitation facility. The patient was re-admitted due to pneumonia and it was observed via brain CT on (B)(6) 2020 that the size of the ich had again increased. Intervention was still not recommended. The patient's family consented to a do not resuscitate order. The patient later lost consciousness and expired on (B)(6) 2020. It was reported that there were 9 instances of a motor stopped alarm and 10 instances of a low speed hazard alarm, in addition to 5 low battery and 19 low flow hazard. The cause of the alarms was reported to be that the hemorrhage got larger and breath function was stopped.

Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between the device and the reported intracerebral hemorrhage and subsequent patient outcome could not be determined through this evaluation. Moreover, a specific cause for the reported infection (pneumonia) and a direct correlation with the device could not be determined through this evaluation. The submitted system controller log files cumulatively contained data from (B)(6) 2020 ¿ (B)(6) 2020 and appeared to show the pump operating as intended with stable parameters until the pump stop button was pressed just after 3:00 am the morning of (B)(6) 2020, resulting in pump stoppages and associated low flow and low speed hazard alarms. Power was removed from both power cables and the driveline was then disconnected at the end of the log. The recorded events appeared consistent with support being withdrawn at the time of the patient's expiration on (B)(6) 2020. It was reported that the patient's outcome was not device or therapy related. The device reportedly functioned properly and all parameters were within normal range. An autopsy was not performed and the pump was not explanted. (B)(6) is not available for investigation. The heartmate ii lvas IFU lists infection, bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with each alarm condition. It was reported that the patient had pneumonia. Although the reported information did not indicate a device related source of infection, the heartmate ii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regards to preventing infection as well as suggested responses in the event of infection are included in section 6 "patient care and management" (under "caring for the driveline exit site" and "controlling infection"). The heartmate ii lvas patient handbook includes care instructions in regards to preventing infection in section 4 "living with the heartmate ii" and instructs the user to call their hospital contact right away if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.